Manufacturer narrative:
It was reported, that the patient was implanted a zimmer mmc cup 60mm/52mm code r on the right side on (B)(6) 2010. The patient underwent a revision surgery on (B)(6) 2011 due to swelling and infection. During revision, surgeon found fluid accumulation. As the case at hand is a legal claim it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand. However, based on the available information the investigation is conducted with outcome as follows. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend was identified. The compatibility check was performed and showed that the product combination was approved by zimmer. Sterilization certificates (of mmc cup, adapter and metasul ldh head) were reviewed. The sterilization certificates confirm that the products were sterilized according to the specifications. Implantation report, dated (B)(6) 2010: preoperative diagnosis: osteoarthritis right hip. Operation: 60mm mmc uncemented cup, metasul ldh 52mm with adapter, trabecular metal femoral stem size 15 were implanted. Excellent press fit achieved. No impingement noted. No abnormalities were observed. Revision surgery report, dated (B)(6) 2011: preoperative diagnosis: mechanical complication of right thr with probable infection and complication of postoperative wound, measuring 11 cm. Procedure: cloudy fluid was collected. The cup was noted to be in process of ingrowing. Mmc cup size 64 mm, metasul ldh size 56 mm with adapter and trabecular metal femoral stem with neck taper 12/14 implanted. Excellent press fit identified. Root cause determination according to dfmea: septic loosening due to infection through contaminated implant => not possible: sterilization certificates were reviewed. The sterilization certificates confirm that the products were sterilized according to the specifications. Loss of sterile barrier due to surgical gloves of operating surgeon / or staff could be cut by sharp elements => possible: handling of the devices are not under control of zimmer biomet. Conclusion summary: manufacturing quality record of the metasul head showed that released components met all the requirements to perform as intended. The device was not returned so the exact condition was unknown. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards. Therefore, it is not suspected that the product caused or contributed to any patient infection. No exact root cause could be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported, that the patient was implanted a zimmer mmc cup 60mm/52mm code r on the right side on (B)(6) 2010. The patient underwent a revision surgery on (B)(6) 2011 due to swelling and infection. During revision, surgeon found fluid accumulation.